Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they could not charge the battery and did not know what to do. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.